Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number?; please verify what size you initially ordered?; can you confirm the product is being returned for evaluation?

Event description:
It was reported that the size of the absorbable hemostat device does not match the package label. There were no patient consequences. Additional information has been requested.